Event description:
Caller reported a malfunction on the pump, and there were no notable events prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Caller was instructed to call back if the malfunction reoccurred, and they acknowledged and understood these instructions.